Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported through remote transmission that non-sustained rv oversensing on the ventricular channel was observed via stored iegms. The patient was asymptomatic. Loose setscrew issue was suspected. Further lead testing was recommended. The patient received no adverse consequences.